Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of cylinders and pump was implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of cylinders and pump was implanted.